Event description:
It was reported that the patient's right atrial (ra) lead reported a gradual increase in thresholds to a high measurement. The lead was capped and replaced. The physician elected to use the same length lead but it was too short due to patient anatomy, thus it was attempted but not used. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224drg ICD implanted: 2012-(B)(6). (B)(4)